Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es backup battery was not allowing the machine to function, and the device was also not communicating. The customer informed that the device had been removed from the battery and plugged into the wall. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-sep-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the backup battery was not allowing system to function. A field service engineer (fse) shut down the station, removed the old ups battery box, installed the new uninterruptible power supply (ups) battery box, and rebooted the station. The issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es backup battery was not allowing the machine to function, and the device was also not communicating. The customer informed that the device had been removed from the battery and plugged into the wall. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.